Event description:
It was reported that the customer was in the hospital due to diabetes ketoacidosis and high blood glucose. It was stated that the doctor requested a representative to come to the hospital to look the insulin pump and to make sure the device is functioning properly. The customer's blood glucose was unknown at the time the paramedics arrived. Troubleshooting was performed. The time, date, basal rates and bolus wizard were correct. The caller stated that the device alarmed low reservoir while the customer was sleeping, and she did not hear it went off. Reviewed the alarm history and found multiple no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.